Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found cut marks on the cable unit and water leakage in the cable assembly, the coupler and washer were rusted, and there was corrosion on the pins of the video adapter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image was temporarily not displayed due to internal water immersion from the cut cable. However a final root cause of this event was unable to be identified, as the loss of image was unable to be reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head had been getting detected intermittently and sometime the endoscopic image is present and sometimes it doesn¿t appear on the screen and has a blackout. The issue was found during preparation for use for a therapeutic transurethral resection of the prostate (turp). There was no delay and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.